Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was told by their healthcare professional that the ins needs to be removed because it has moved. The patient was unsure if it is flipped. They said this occurred sometime in the last year. The patient knows they need to consult with their healthcare professional about removal of ins. No symptoms were reported.